Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated using transfusion therapy and an unspecified drug (no further details reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during hospitalization/treatment. No additional information could be provided as the reporter declined follow-up.